Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture was completed, a non-boston scientific wire was placed in the left atrium (la), and the double curve watchman truseal access system (was) was placed over the wire into the la. The activated clotting time (act) at this point was 90 seconds. 10,000 units of heparin was administered and the act was found to be 202 seconds, 10 minutes later. The la pressure at this time was 6mmhg, thus a fluid bolus was given until the la pressure moved to 10mmhg. 4,000 units of additional heparin was given twice since the start of the case with a total of 18,000 units of heparin administered. The act was 301 seconds. A pigtail wire navigated into the laa and a 24mm watchman flx laa closure device was advanced into the was. Upon deployment of the closure device and while interrogating the device for release criteria, a filament like thrombus was noted that was adhered to the face of the closure device. The closure device was successfully implanted into the laa and aspiration was performed as the was being removed. Some thrombus was recovered, however, the thrombus remained on the anterior shoulder of the closure device. The physician re-crossed the septum through the existing hole and used a steerable sheath to aspirate the clot from the device. Transesophageal echocardiography (tee) and fluoroscopy confirmed the thrombus was removed. The patient was then extubated and was able to perform all requested tasks without issue. The patient was discharged on (B)(6) 2021.